Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo displays underfill. Customer returned samples were received on a different lot number for a related pr. No returned samples were received for this lot number. A total of 20 retained samples were draw tested with deionized water, and it was determined that all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.